Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "nuisance upstream occlusion alarm," which was not reproduced. The alarm was confirmed during a review of the event history log and evaluation found the ultrasonic sensor had low fluid numbers as a result of continuity across the crystals of the sensor. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
It was reported that a spectrum pump experienced a "nuisance upstream occlusion alarm." Any patient involvement, injury or medical intervention is unknown.